Event description:
As stated by the customer (B)(6) 2012: we have received the declaration from (B)(6) directly. Translation is: the patient positioned on the concerto, a safety spring has broken itself. The safety side support has slid down. The patient fell on the floor despite the nurse. Patient suffered head injury. Interview must be planned with the customer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #9611530). Additional information will be provided following the conclusion of the manufacturer's investigation.